Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service received the suspect device for evaluation and repair. An investigation was performed and the reported issue was unable to be duplicated as the blender was missing the alarm sleeve and cannot perform further evaluation. The device was functioning as intended. As a precaution, the alarm poppet assembly was overhauled, replaced, and recalibrated to service specifications.

Event description:
The customer reported while using the low flow air/oxygen microblender; there is no alarm with the oxygen or air unplugged. The issue occurred during performance checks of the suspect device; the customer reported there is no patient involvement associated with the event. The customer reported the suspect device is due for an overhaul.